Event description:
Caller states patient received the following results on the coagucheck xs system: 1.5 inr (B)(6) 2011); 1.6 inr (B)(6) 2011) . Caller states on (B)(6) 2011, patient tested 1.7 inr on the coagucheck xs system; she had blood in her urine and a decreased hematocrit. The patient was sent to the hospital and lab value returned as 12 inr within 4 hours of the meter result. Patient was treated with vitamin k and her coumadin dose was increased. Patient is now stable, and was re-admitted to the nursing center (B)(6) 2011. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller was unsure which coagucheck xs system produced the discrepant results. Reference medwatch report with patient identifier (B)(6) for the additional suspect device used.